Event description:
A custom PICC line was being placed for therapeutic purposes in 2005. During catheter insertion, the peel-away sheath scoring did not peel properly. As the physician was trying to remove the sheath entirely, the distal tip had severed from the main part and a piece of the sheath remained lodged in the pt's arm. The piece still remains at this time and it is unk if it unk if it will be retrieved.